Event description:
A user facility reported the surgeon noted that the lens was cracked during intraocular lens (iol) implant surgery. The surgeon enlarged the incision to remove the iol. The surgeon reported the patient experienced increased inflammation (due to additional manipulation of the iol), light sensitivity, and increased intraocular pressure. In a follow-up, it was determined that the delivery system used is not approved for the lens model. The surgeon reports the outcome of event for the patient as "good".

Manufacturer narrative:
The product was not returned for analysis. The reporting facility indicated the use of a delivery system that is not approved for the lens model. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/27/2009 fax and mail. A completed questionnaire was received on 01/27/2009.